Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from september 28, 2022 to september 29, 2022. H10: the actual device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed at the spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port tubing during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the connection of tube (port). This occurred in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.